Event description:
Boston scientific received information that the patient received six inappropriate shocks and anti-tachycardia pacing due to a conducted supra ventricular tachycardia. Because the rate was initially detected in the monitor only zone and accelerated into the vt zone the programmed detection enhancements did not inhibit therapy. The inappropriate therapy did not convert the rhythm and therapy was exhausted for that episode. Programming and medication options were discussed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.